Event description:
The arterial line being placed in pt's right radial artery. Attempted to thread catheter. Guidewire, inside of catheter was stuck, unable to pull wire back. Entire catheter set was stuck in pt's arm. Eventually was able to pull catheter out. Guidewire, needle and catheter all intact.